Manufacturer narrative:
Revision occurred after 13 months due to infection. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 13 months after the primary surgery which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to infection. 36 mm +3 standard humeral cup explanted and replaced with an identical part. No further information was provided by the representative after three attempts to gather such information.